Event description:
It was reported that the patient spinal cord stimulation (scs) paddle lead had high impedances. The patient underwent lead replacement procedure and was doing well postoperatively. The explanted devices will not be returned per facility policy.

Manufacturer narrative:
Block a2: patients exact age is unknown; however, it was reported that the patient was over the age of 18. This product was manufactured prior to implementation of unique identifier (UDI) regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.